Event description:
During a remote follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed at this time. The patient was stable and will continue to be monitored.